Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep replaced the battery pack. The system operates as intended.

Event description:
It was reported that the 9800 system is displaying a precharge fail error message. No patient injury was reported.